Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05187. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number.

Manufacturer narrative:
(B)(4). It was reported that post insertion the patient experienced pain, erosion, infection, bleeding and dyspareunia. The patient underwent mesh revision on (B)(6) 2010 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05187. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.